Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit. The blood glucose reading was 130 mg/dl. The customer stated that he works in refrigerated place. He noted that he had already dealt with the blank display by changing the battery, and now the device functioned as normal. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.